Event description:
Patient had tkr (B)(6)-2013. Recently began having pain and showed elevated labs. Stage one rev was done.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a triathlon baseplate was reported. The event was not confirmed. Device history review:the DHR review was satisfactory. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Additional devices were reported after the submission of the initial report. At this time, it cannot be determined which if any of the devices may have caused or contributed to the patient's experience. Catalog: 5515-f-601, description: triathlon ps fem component, cemented, lot code: eb6sy. Catalog: 5532g709, description: x3 triathlon insert ps#7 9mm, lot code: unknown. Catalog: 5550-g-360, description: triathlon symmetric x3 patella, lot code: 785m. Catalog: 5575x000, description: triathlon fix. Peg 2 per pk, lot code: ecfhy.

Event description:
Patient had tkr on (B)(6) 2013. Recently began having pain and showed elevated labs. Stage one rev was done.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.